Event description:
The complainant reported that the physician implanted (date of implant unk) an obtryx system-curved sling device in an obese female pt. According to the complainant, the sling subsequently failed. The physician further reported that there was no pt injury or complication as a result of this implant, but that the sling "simply failed". At the time, the complaint was reported, the physician was unsure which pts had incurred the failure, and was unable to report additional pt and event info. Continued efforts are being made to obtain this info.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation as it remains implanted in the pt; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event. The directions for use of this device contains the following general warning: the risks and benefits of performing a suburethral sling procedure in the following should be carefully considered: overweight woman (weight parameters to be determined by the physician). (B)(4).